Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time . Reason for reoperation: exposure.

Event description:
Hcp reported unknown side "atopic dermatitis worsened after tissue expander implantation" and "tissue expander exposure". Hcp also reported " imp reconstruction was not suitable because she had atopic dermatitis in the first place". Device status is unknown. Treatment: atopic dermatitis was treated with topical steroids and antihistamines.